Event description:
After an implantation period of approximately 17 months it was reported that the lead was explanted due to high pacing impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis revealed a fractured inner conductor coil directly next to the lead tip which is assumed to be the root cause of the observed lead failure. Based on the characteristics of the damage it is assumed, that the lead was subjected to mechanical stress in the implanted state such as consistent bending in this region. The provided x-ray images were analyzed. A consistent bending with a considerable motion of the distal part of the lead can be seen which might have contributed to the aforementioned damage. Further analysis revealed multiple abrasion marks along the lead body which most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.